Event description:
It was reported that the patient experienced renal failure and became anemic between (B)(6) and (B)(6) 2012. On (B)(6) 2012, the patient had the implantable neurostimulator (ins) turned off. Since that time, the patient also experienced a loss of taste and got dizzy. It was unclear as to the relationship of the ins device and to the onset of the event. Follow up information received reported that patient still had concerns regarding their therapy/device but was working with their healthcare professional (hcp) to resolve the issue. The patient had an appointment scheduled for (B)(6) 2012. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v931583, serial#, implanted: 2012 (B)(6), explanted: product typ lead, product ID 3037, lot#, serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).